Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -controller 2.0: controller / (B)(4) / model #: 1420 / expiration date: 2019-01-31. (B)(4). Device available for evaluation?: no. Mfg date: 2018-01-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system- pump. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, four days post implant, that ventricular assist device (vad) exhibited high power, elevated flows, the patient experienced hemolysis, hematuria, stroke, and digestion of thrombus into the pump. Anticoagulation therapy was adjusted, the patient was intubated, and computerized tomography (CT) scan performed. The vad controller exhibited overheating resulting in pump stop events. The patient died six days post implant and the devices are not longer in use.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported controller overheating event could not be confirmed as the controller was not returned for analysis. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption on (B)(6) 2018 and 97 high watt alarms logged on (B)(6) 2018. Log file analysis also revealed 4 low flow alarms recorded on (B)(6) 2018. Log file analysis did not reveal any pump stop events. As a result, the reported pump stop event could not be confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of events involving a controller overheating may be attributed, but not limited to, environmental factors and/or a controller malfunction. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Controller (B)(4), expiration date: 2019-01-31 UDI #: (B)(4), mfg date: 2018-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.